Manufacturer narrative:
Correction: (first, last name, facility), additional information: phone number, email evaluation summary: one used lf1644 device was received, and evaluation confirmed the reported condition. Visual inspection found the device was returned with damaged insulation. . The investigation found the insulation on the rod shaft of the device was damaged and disengaged from the device. The insulation was scraped off of the rod shaft. The damage to the rod shaft insulation likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The instructions for use states, use the appropriately sized trocar to allow for easy insertion and extraction of the instrument.if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, a wire-like piece of the black sleeve became loose and fell into the patient's cavity. The piece was retrieved with laparoscopic graspers and no patient injury resulted.